Event description:
In 2005, the home pt contacted the baxter service center to report pain during fills and drains. The operational service rep instructed the home pt to contact their nurse or dr. The pt went to their dr to be examined. The pt's catheter had migrated to their upper right quadrant, causing the pain. The pt's catheter was manipulated to it's original position. The pt was not given any medication and has not had any further problems.